Event description:
A patient contacted depuy mitek stating he had a super quick anchor implanted in his foot eight (8) months ago, and he has had constant pain infection/reaction from the device since it was implanted. The patient also wanted to know if there is nickel or titanium in the device because he is allergic to certain metals.

Manufacturer narrative:
The patient indicated the device is still implanted at this time and it will not be returned to depuy mitek for evaluation. The patient was given the requested information about the anchor, and also request his name, address or telephone not be associated with this medwatch. The patient also indicated he may provide additional information at a later date. When and if more information becomes available, the information will be updated in a follow-up report. No further action is warranted at this time.